Event description:
It was reported that the ventilator became inoperative. The customer was not able to confirm the procedure being performed at the time or if there was patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have performed the evaluation and repair of the ventilator. No parts will be returned for investigation. Related to complaint # (B)(4).